Event description:
It was reported that the customer had a sensor error alert on the insulin pump. The customer's blood glucose level was 133 mg/dl. The customer stated that he inserted this sensor yesterday and was getting sensor error during the init period as well was after init. The customer stated that the sensor has been giving a lot predict, high and low alerts and just has not been accurate . The customer stated that he was also getting calibration error alerts with sensor after customer attempted first calibrations. The customer will call back to troubleshoot further. No further assistance provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.